Event description:
The catheter balloon began to leak the catheter was removed and replaced to complete the procedure with no pt injury or further complications being reported.

Manufacturer narrative:
Method code #86 was assigned to block h6 as no sample was available for evaluation.